Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports.visual inspection confirmed that the drill guide support was bent. This would have led to the reported homing errors. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.

Event description:
It was reported that the drill did not fit thru the end of the hand piece. Upon inspection, it was noticed that the drill guide is bent. As this happened during a demonstration, no case was involved.